Manufacturer narrative:
A getinge field service engineer (fse) duplicated error 51. Replaced motor controller board which intermittently resolved the issue. Replaced compressor which resolved the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf. The failure analysis and testing dept. Received the following parts associated with this complaint: motor controller board,pump assembly. These parts were received with a reported unit failure of electrical test code #51. The failure analysis and testing dept. Performed a visual inspection and found that motor controller board to be in good condition. Pump assembly had its side panel removed with no screws returned with the pump. The pump¿s inner workings are exposed. The fat cannot investigate the pump any further. The failure analysis and testing dept. Installed motor controller board into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. The fat verified the failure of electrical test code #51. The board failed testing. Sending the board to the supplier per procedure. Retaining the pump assembly in the fat per procedure. The following was submitted by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure. The non conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) electrical test error code # 51. There was no patient involvement.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) electrical test error code #51. There was no patient involvement.